Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a device malfunction occurred and the procedure was aborted. When treatment with the oad was initiated, the device would not advance and made an abnormal noise. During attempts to advance the device, the guide wire would not remain in place. The guide wire was replaced, however following six passes with the oad the device became stuck on the guide wire and the procedure was aborted. A follow up procedure was performed the following day and the patient was in stable condition.

Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the procedure. Visual analysis of the device did not identify any damage which would have contributed to the reported event. The guide wire was examined and found to be intact and undamaged. The oad was tested and functioned as intended with no anomalies observed. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).